Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, quality control (qc), instructions for use (IFU) and a visual inspection of the complaint device was conducted to assist with the investigation. Upon visual inspection of the returned complaint device, there is severe elongation approximately 10 cm in length. The coils are exposed in two locations, and there is necking down surrounding the point of separation. Dimensional verification shows that the sheath measures 47.5 cm; separation occurred at the distal end of the sheath and the other portion was not returned to cook, inc. Per qc, controls are in place to prevent separation of the sheath. Inspection is required to insure the tubing will wrap around specified mandril without the coils separating or the tube breaking and to confirm the correct size and type of material used and/or outside diameter. The IFU lists instructions for sheath removal plus the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." There are precautions listed including, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt," and "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the examination of the returned device and customer testimony, it was determined that this failure mode was caused by the patient's anatomy and user technique. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a peripheral lower extremity procedure, the (B)(6) male patient's groin was noted to be heavily scarred. The physician obtained access to the artery and the wire was inserted. Difficulty was experienced when placing and removing the flexor raabe guiding sheath. The physician was able to get up and over to the other side, but the sheath began to unravel and separate when removal was attempted. A wire and dilator was used in the sheath. A surgical cut down on the artery was performed to successfully remove the entirety of the sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Kcfw-6.0-38-55-rb-raabe. (B)(4).

Event description:
During a peripheral lower extremity procedure, the (B)(6) male patient's groin was noted to be heavily scarred. The physician obtained access to the artery and the wire was inserted. Difficulty was experienced when placing and removing the flexor raabe guiding sheath. The physician was able to get up and over to the other side, but the sheath began to unravel and separate when removal was attempted. A wire and dilator was used in the sheath. A surgical cut down on the artery was performed to successfully remove the entirety of the sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.